Manufacturer narrative:
Review of the most recent repair record determined the reported issue could not be duplicated; however, worn parts were replaced as a precaution. The motor, swivel, planet gear, neckpiece, poppet housing, hinge throttle and gasket, o-ring, nut bearing lock, ball and needle bearing, spring seal, reciprocating arm, and retaining ring were replaced. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: australia. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the felt shaky. The event timing was during surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.